Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reported small holes in the extension line tubing which resulted in a leak. The leak was noted in dwell 1/11. The hp reported no alarm was received. The hp was advised to end therapy at the time of the reported incident, and to contact healthcare professional (hcp). Follow up with the hp indicated that hp's machine was replaced, and the hp completed therapy with manual exchanges. Per hp's rn, the hp received prophylactic antibiotics (medication and dose unknown) and no patient injury resulted from the reported incident.